Manufacturer narrative:
The fse did not go onsite as the customer was able to resolve the leak. The customer stated that the leak was coming from green striped tubing connecting the sheath restrictor coil and the vl46a. The tubing was replaced, resolving the leak. (B)(4).

Event description:
The customer reported that there was a fluid of unknown volume from coulter lh 750 hematology analyzer. The leak was not contained. There were no instrument generated error messages. No erroneous results were associated with this event. There was no biohazard exposure to open wounds or mucous membranes.